Manufacturer narrative:
Mattress fluid ingress.

Event description:
It was reported by service report that there were fluids getting through the mattress cover. No pt involvement or adverse consequences are reported.